Event description:
The reporter stated that back to back (rapid succession) blood glucose tests were done. The alleged results were 293 and 186 mg/dl. No symptoms were reported. No harm was alleged. Followup attempts to contact the reporter for additional info have not been successful.